Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient presented to the clinic for a post-operation check and high capture threshold and low sensing of r-waves were observed. Chest film revealed lead dislodgement. During lead repositioning, the helix was retracted and could not be re-extended. The lead was explanted and replaced. The patient was asymptomatic prior, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.